Event description:
It was reported that the right atrial (ra) lead has been causing ventricular beats. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) implantable pulse generator.